Event description:
Could not use iasd; I participated in interatrial shunt device investigation by corvia medical for 2 years. At the end when I was supposed to receive the implantation of the device, I was told it was stopped by FDA. So my quality of life at age (B)(6) has deteriorated due to my heart failure. FDA safety report ID# (B)(4).